Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a loss of myocardial capture and increased pacing thresholds. A lead revision procedure was performed where the lead was determined to have dislodged. The lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned.

Manufacturer narrative:
As of today, the lead has not been returned. Should additional information become available, this report will be updated.

Event description:
The lead has been returned.

Manufacturer narrative:
Upon receipt, the complete lead was thoroughly inspected and analyzed. A cut in the outer insulation was noted which was determined to most likely have been due to the removal of the suture sleeve as there was a corresponding cut noted on the suture sleeve itself. No problems were identified with the fixation mechanism. The lead was found to be electrically continuous. The clinical observations were not able to be confirmed via laboratory testing.